Event description:
The customer and her mother reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that she had kept the insulin pump in her bra area while playing soccer. She tried to rewind the insulin pump as soon as she got to the reservoir and infusion set, but the insulin pump became stuck and no buttons worked. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per a visual inspection. The unit was received with a cracked case at the display window corners and display window. The unit was also received with a minor scratched liquid crystal display window and a missing end capsticker.